Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported that they are experiencing anxiety, gritting of teeth, pain in their calf, and a burning sensation at their battery site. The rep was not aware of any factors that may have led to the patient¿s issues. The patient stated that their symptoms resolved after they turned the stimulator off. The patient has since turned the stimulator back on, and noted that they are not having any more problems, and are getting pain relief. The issue was reported to be resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer representative that the cause of the issues was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) on (B)(6) 2018. It was reported that the patient had a jittery feeling with nausea and had pain at the implantable neurostimulator (ins) site. The factors that might have led or contributed to the issue were unknown. The rep advised the patient to turn the ins off to see if the feelings would go away and the patient state that the symptoms went away when the ins was turned off. The rep then reprogrammed to get better pain relief and decreased the intensity. The issue was not resolved at the time of the report, surgical intervention was not planned and there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that since she received the implant that she had been experiencing side effects of starting to sweat when she turned stimulation on and then she would start to grit her teeth and she became nauseous. The patient reported that if she left stimulation on, she started to shiver in tune with the stimulation. The patient reported that she has had about 8 reprogramming sessions with a manufacturer¿s representative (rep) however this didn¿t resolve the issue. The patient reported that stimulation didn¿t help with back, legs or feet. The patient reported that she kept the device in MRI mode however once she turned stimulation on, within a few minutes she started experiencing all of the reported symptoms. The patient reported that she recently had a neurotomy procedure which only helped for a while, per her healthcare provider (hcp) suggestion. The patient reported that she hadn¿t followed up with her hcp as she believed he would tell her to have the device removed. No further complications were reported.